Event description:
It was reported that this pacemaker system exhibited noise on the right atrial channel. Noise was oversensed and the signal artifact monitor (sam) was disabled. Technical services (ts) reviewed and suggested observed noise may be electromagnetic interference. Ts provided sam reprogramming recommendations. Additional information has been requested but was not provided at this time. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited noise on the right atrial (ra) channel. Noise was oversensed and the signal artifact monitor (sam) was disabled. Technical services (ts) reviewed and suggested observed noise may be electromagnetic interference. Ts provided sam reprogramming recommendations. Additional information from the field representative provided noise observed was due to a ra lead insulation issue. Noise was reproducible at the last visit in clinic. There are no plans for a revision at this time. Capture thresholds and impedance measurements are stable. Programming was adjusted to minimize lead noise. The patient will continue to be monitored. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.